Manufacturer narrative:
Please note that the exact event date was not provided but has been requested. Follow up is also in progress regarding the account name and address. However, the event country is (B)(6). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 3.00 x 2cm 120cm savvy percutaneous transluminal angioplasty (pta) balloon catheter burst at an unspecified time during use. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A 3.00mm x 2cm x 120cm savvy percutaneous transluminal angioplasty (pta) balloon catheter burst at an unspecified time during use. There was no patient injury.one product was returned for analysis. A non-sterile pta savvy small vessel 3.00mm x 2cm x 120cm balloon catheter was returned for analysis. Per visual analysis, the balloon was coiled inside a plastic bag. A kink was noted at 31.7cm from the strain relief and a visible balloon burst. Sem analysis revealed burst was caused by a rupture on the balloon surface. No anomalies were observed on the inner surface adjacent to the balloon rupture. The outer surface presented evidence of scratch marks adjacent to the balloon rupture. It appears the balloon material adjacent to the rupture was torn with a sharp object from the outside of the balloon. No other anomalies were found during the sem analysis. A product history record (phr) review of lot 17673535 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst¿ was confirmed by analysis of the returned device. However, the exact cause could not be determined. Per analysis of the device, the outer surface presented evidence of scratch marks adjacent to the balloon rupture. This type of damage is commonly caused by the interaction of the balloon material with a sharp object or mechanical damage, likely calcium. Vessel characteristics, although unknown, may have contributed to the reported event as calcium is known to damage balloon material. According to the instructions for use, although this is not intended as a mitigation, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specified procedure for which the device will be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The following conclusion was written, and the device was also returned. The conclusion will be updated pending the analysis of the returned device. A 3.00mm x 2cm x 120cm savvy percutaneous transluminal angioplasty (pta) balloon catheter burst at an unspecified time during use. There was no patient injury. The product was not returned for analysis. A product history record (phr) review of lot 17673535 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the paucity of information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. According to the instructions for use, although this is not intended as a mitigation, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specified procedure for which the device will be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.